Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during the preparation. Hemostasis was achieved using another unknown mynx vascular closure device (vcd). There was no reported patient injury. The mynx control vcd was prepped according to instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity was described as moderate, and calcium was also present at a moderate level in the vicinity of the puncture site. The procedure in which the device was used was interventional and performed with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was present in the manufacturing position fully covered per the sealant sleeves. In regards of the sealant sleeves conditions no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned partially inserted on the device. The csi was removed, and the balloon was noted deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to balloon loss of pressure observed during the attempted inflation/deflation test. A high magnification evaluation was executed to evaluate the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. The reported event of ¿balloon balloon loss of pressure¿ was observed during analysis of the returned device since the device since a longitudinal tear was observed on the balloon. The exact cause for the issue reported could not be determined, however, procedural factors are likely since it was reported that the vessel had calcification and tortuosity. This can cause damage to the balloon. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during the preparation. Hemostasis was achieved using another unknown mynx vascular closure device (vcd). There was no reported patient injury. The mynx control vcd was prepped according to instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity was described as moderate, and calcium was also present at a moderate level in the vicinity of the puncture site. The procedure in which the device was used was interventional and performed with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. The device will be returned for evaluation.